Event description:
It was reported that the wake button was sticking. There was no adverse impact on the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.